Event description:
The user facility reported that the device had been used in a therapeutic laparoscopy procedure. The pt reportedly experienced a loss of heart rate at some point in the procedure. Chest compressions were required to revive the pt. The pt made a full recovery following the incident.

Manufacturer narrative:
The unit was returned to olympus (B)(4) and evaluated. The unit passed all functional tests and there was no abnormalities. The exact cause of the user's report could not be conclusively determined. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. This is one of four mdrs associated with this report. Please cross-reference MFR report number 8010047-2011-00159, -00160 and -00162.